Manufacturer narrative:
Initial reporter customer (person): country: (B)(6). PMA/510(k) #: exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported that a ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter broke during a percutaneous drainage procedure on an unknown patient. No adverse effects to the patient have been reported due to this occurrence. Additional information regarding event details has been requested, but is currently unavailable.

Event description:
The device was received on 05nov2021. Complete separation of the catheter shaft was noted.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged or unavailable. Investigation ¿ evaluation on 04oct2021, cook india received a complaint from a representative at the meitra hospital in karaparamba, india. During patient contact, an ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter (ult10.2-38-25-p-5s-cldm-hc, lot: 13167505) was observed to have separated at midpoint. The procedure was completed with another catheter. The patient did not experience any adverse effects due to this occurrence. Reviews of the documentation, including the complaint history, device history record (DHR), instructions for use (IFU), manufacturing instructions, quality control procedures and specifications, as well as a visual inspection of the returned device, were conducted during the investigation. One used and damaged ultrathane dawson-mueller mac-loc locking loop multipurpose drainage catheter was returned for evaluation. Separation of the catheter shaft 16.5cm from the distal end of the cap was confirmed. The black suture string remained intact. Additionally, a document-based investigation evaluation was performed. A review of the device master record (dmr) concluded that sufficient inspection activities are in place to prevent the release of nonconforming product related to the reported failure mode. A review of the device history record (DHR) for lot 13167505 and catheter tubing lot sa13124303 found no relevant nonconformances that could have contributed to the failure. It should be noted that there were no other complaints associated with the final product lot number. It was concluded that the device was manufactured to specification and there was no evidence of nonconforming material in house or in the field. Cook also reviewed product labeling. The current instructions for use [IFU__multi_rev5] state the following: "precautions -patients with indwelling drainage catheters should be evaluated routinely to ensure continuous function of the catheter." Based on the information provided, examination of the returned product and the results of our investigation, a likely cause for the failure was due to a component failure without any design or manufacturing issue. The appropriate personnel have been notified. Per the risk assessment no further action is required. We will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding patient and/or event details has been received since the previous medwatch report was sent.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
In additional information received on 17jul2022, it was reported that the procedure was completed using a new catheter.